Event description:
A clinical procedure was completed on the (B)(6) 2025 involving a farawave nav catheter. On (B)(6) 2025 the patient experienced cardiac decompensation on left atrial flutter. The patient received an oral diuretics medication change/adjustment. The event was noted as resolved on (B)(6) 2025. The device is not expected to be returned for analysis. Additional information revealed patient symptoms include shortness of breath with minimal exertion.

Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes - updated. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product upn is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although no product has been returned, we have determined that the respiratory complications, heart failure and arrhythmia is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the products risk management documentation. Medication required is considered within the risk threshold of additional intervention required. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off label use or failure to follow instructions. The IFU contemplate the adverse events related to respiratory complications, heart failure and arrhythmia. There is no evidence that any updates to the document are required at this time. Investigation conclusion: based on the information provided, the reported event of respiratory complications, heart failure and arrhythmia is a known inherent risk of farawave nav catheter. As stated by the instructions for use, there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product upn is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A clinical procedure was completed on the (B)(6) 2025 involving a farawave nav catheter. On (B)(6) 2025 the patient experienced cardiac decompensation on left atrial flutter. The patient received an oral diuretics medication change/adjustment. The event was noted as resolved on (B)(6) 2025. The device is not expected to be returned for analysis.